Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead high thresholds were observed. The lead was repositioned multiple times and still exhibited high thresholds. The lead was not used to complete the procedure. No patient complications have been reported as a result of this event.